Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged during routine follow up. The patient was in chronic atrial fibrillation (af) so the lead was simply removed and the atrial port was plugged. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed and inspected. The complete lead was returned with punctured hoes and electro-cautery damage noted from the terminal pin. Both the tip and the helix are intact with no visible signs of damage or defect which would lead to dislodgement.